Manufacturer narrative:
Motor reported in MFR # 2916596-2019-03827. The serial number of the centrimag blood pump was requested but was not known by the facility. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that the patient was in cardiogenic shock and was initiated on dual centrimag acute support with an oxygenator attached to the right-sided support. Going into the intensive care unit (ICU), the left ventricular assist device (lvad) was set at 4000 with 4.7 lpm flow and the right vad was set at 2700 with 4 lpm flow. Approximately an hour after getting into the ICU from the operating room, the cardiologist received an s3 alarm with a loud noise coming from the motor and pump on the lvad and that the motor was hot to the touch. Healthcare professionals immediately switched to the backup motor and there have been no alarms since. The patient was in critical health status due to being in shock and not due to the event. It was also reported that there was additional incident on (B)(6) 2019 in the evening following the switch to full backup system due to rattling sound from pump and s3 alarm. No further alarms have occurred since the switch to full backup system. Photos were provided of the pump secured in the motor on the new system to ensure secure pump placement. On (B)(6) 2019, the patient experienced significant flow fluctuations and apparent suck down at drainage cannula. Volume was given to the patient but flow fluctuations persisted. The patient was taken to the catheterization lab where a "huge left ventricle thrombus" was identified. This was thought to be the cause of the drop in flow and flow fluctuations and the patient was otherwise doing fine. Treatment for the thrombus was to explant the centrimag and implant with a heartmate 3 lvad on (B)(6) 2019.

Manufacturer narrative:
Section b5: the centrimag primary console is reported under MFR # 2916596-2020-00153.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of flow fluctuations could not be confirmed through this evaluation as no primary console log file data from the time of the reported event is available. Moreover, a specific cause for the reported flow fluctuations and abnormal sounds coming from the pump could not be determined through this evaluation. Moreover, a direct correlation between the centrimag blood pump and the reported left ventricle thrombus could not be determined through this evaluation. It was reported that on (B)(6)2019, the patient was in cardiogenic shock and was initiated on dual centrimag acute support. Approximately one hour after arriving to the ICU from the or, the system reportedly produced a s3 alert (system alert). In addition, it was reported that there was a loud noise coming from the left-sided motor/pump and the motor was hot to the touch. The center immediately switched to the backup motor and the alarms since resolved. It was noted that the patient was in critical health status due to being in shock and not due to the event. It was later reported that the center switched to a full backup system due to the s3 alert and rattling sound from the pump. Information provided on (B)(6) 2019 indicated that no further alarms had occurred since the switch to the full backup system. However, the patient reportedly experienced significant flow fluctuations and apparent suck down at the drainage cannula on (B)(6) 2019. Volume was given to the patient, but the flow fluctuations persisted. The patient was subsequently taken to the cath lab where a "huge lv thrombus" was reportedly identified. The physician stated that the left ventricle (lv) thrombus was believed to be the cause of the flow reduction and fluctuations. The patient was otherwise doing fine. On (B)(6) 2019, centrimag support was discontinued and a heartmate 3 lvas was implanted. The large lv clot was reportedly removed at the time the lv was cored during the lvad implant procedure. An attempt was made to obtain additional information from the customer regarding whether the centrimag blood pump would be returned; however, the customer reported that no additional information is available. The centrimag blood pump, lot number unknown, has not been returned for evaluation to date and the complaint file will be closed accordingly. The centrimag blood pump IFU lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump. No further information was provided. The manufacturer is closing the file on this event.